Manufacturer narrative:
Updating the MDR with additional information regarding the patient's medical history on (B)(4) 2013 stating that the patient underwent parent vessel sacrifice of the left ica (internal carotid artery) for a progressively enlarging giant cav (cavernous) aneurysm. (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a right unruptured cav (cavernous) ica (internal carotid artery) sidewall aneurysm measuring 25mm x 14.3mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2011 involving five telescoping pipelines and was presented with a right eye droop and 3rd nerve palsy approximately ten months later. It is reported that the patient's condition is ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-71500-30 / lot: not reported / dom: n/a / exp: n/a. Model: fa-77500-12 / lot: not reported / dom: n/a / exp: n/a. Reference (B)(4).